Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown, further described as possibly due to indigestion, however, this was not medically confirmed. The patient was not hospitalized for the event. On an unreported date, one week prior to the receipt of this report, the patient began treatment for the peritonitis with injection amikacin and vancomycin (further details not reported). On an unreported date, the patient was recovered from the peritonitis event. The patient was not re-trained in proper aseptic technique. The action taken with dianeal therapy was not reported. No additional information is available.